Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed multiple loss of prime warnings associated with cartridge changes and replace cartridge alarms observed in black box. The pump was exercised for (B)(4) hours with a (B)(4) unit per hour basal program. No loss of prime or prime related warnings duplicated. Investigators performed multiple ¿load step¿ functions and no failures or loss of prime observed. The force calibration check failed. The pump case was removed and the force sensor pins seated and solder connections intact. No evidence of contamination or cracked force sensor traces. The force sensor resistance test passes. Disassembled force sensor and there was no evidence of shim or plate wear. Evidence of contamination found in force sensor housing and force sensor shim. (B)(6)

Event description:
The pump was returned for investigation. Investigation revealed that contamination was found in force sensor housing and force sensor shim. This report is made based on results of investigation completed on (B)(4) 2013.